Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power whenever the nibp was turned on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.